Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history lot. Part: 314.152. Lot: l466799. Manufacturing site: bettlach. Release to warehouse date: 20. July 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There are no pieces in the body and the doctor confirmed it by image diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal surgery with the screwdriver shaft in question. Originally, the patient was implanted with an unknown locking compression plate (lcp) distal femur plate and unknown screws about one and a half years ago. During the removal surgery, the heads of the two (2) unknown locking screws were broken. When the surgeon tried to extract the third unknown screw, the screwdriver shaft tip broke off. The implants were extracted successfully using an unknown carbide drill. Broken pieces were removed. There are no pieces in the body and the doctor confirmed it by image diagnosis. There was a delay of fewer than 30 minutes. The procedure outcome is unknown. Patient status was stable. Concomitant devices reported: unknown locking compression (lcp) distal femur plate (part# unknown, lot# unknown, quantity 1) unknown locking screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 3.5mm hexagonal screwdriver shaft self-retaining. This is report 1 of 3 for (B)(4).